Manufacturer narrative:
This lead is involved in pending litigation. Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The most recent r-wave measurement was 1.75 mv on 14aug2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited undersensing post-implant procedure. Additionally, the right ventricular (rv) lead exhibited sensing issues. It was determined that the physician selected a programmer to analyzed the new device based on the previous device's configurations. The lead was programmed bipolar. It was recommended to program the lead to unipolar; however, the physician was concerned with noise. The physician decided to explant and replace the ipg, and cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.